Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the reported issue was due to the loose battery pins. After the battery pins were torqued to specification, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that during patient use, their device powered itself off twice. They were able to power the device back on the third time and continue care. No further details about the patient or the event were provided.